Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient stated he just came from the healthcare provider office and the representative told him he needs a new controller patient stated it started out that the controller wouldn't increase or decrease anything patient clarified he was seeing the settings not available message since last wednesday and he could not increase stimulation. Patient stated the ins battery has gone dead now and he needs to recharge it but the remote is not putting out enough charge. Patient stated he is not feeling the stimulation in his back - pss asked pt if rep checked pt programming in relation to the settings not available message and pt stated no. Patient service specialist is going to call patient back to try to connect to charge the ins as pt stated he does not have the rtm cord with him. Pss made an outbound call to pt and pt verified that he was connected to the ins and recharging. The controller is 60% and the ins is 60% - pt stopped the recharge and turned his ins on. Pt stated he is not feeling stimulation and the amplitude is at 3.0 pt tried to increase stimulation but is getting settings not available message. Pss reviewed that this message is not related to external equipment and he needs to have his programming checked. Pss sent an fyi message to the rep about pt call   additional information from the rep indicated that they spoke with the patient and they are meeting with them on 3/27 for additional programming.   The reason for call was mdt rep. Said they were trying to get therapeutic coverage for the pt, but noticed they had some impedances. Mdt rep. Had not run impedance check and was only using the check connectivity screen to look at impedances, tss had mdt rep. Run I mpedance check and using reference 0, mdt rep. Saw 1- 30910, 2- 31150, 3- 40, 000, 4, 40,000, 5 â¿¿ 28730, 6- 30710, 7- 40,000. Mdt rep. Said the 8-13 electrodes were within range and then 14-15 were over 40, 000. Tss had the mdt rep. Switch reference electrode to electrode 3 and mdt rep. Reported over 40,000 for all electrodes. Mdt rep. Switched reference electrode to #5 said 5, 1-2, and 8-13 were all within range. Tss explained the impedance results and suggested mdt rep. Program around the impedance using the reference electrodes as cathode targets and pairing with other electrodes that had within range impedance results. Mdt rep. Said they had already tried some combinations, but pt got only rib stimulation. Mdt rep. Said the only electrodes they could "get active" were 5-6 and electrodes 11-17 hit the left rib and were uncomfortable for the pt. Tss discovered that the lead programmed on the CT app for the mdt rep. Was 39565 lead whereas the lead that was registered for the pt was 39286. Tss explained that lead configuration did have an impact on programming choices and may impact how impedance results are interpreted. Mdt rep. Switched the lead to 39286 lead in the lead select screen and ran impedance again. Tss then worked with mdt rep. To program several different electrode combinations issue not resolved through troubleshooting. Effective therapy in lower back could not be achieved. Pt reported continued rib stimulation no matter where and how therapy was programmed. Pulse width was adjusted, but did not get effective therapy and still felt rib therapy. Mdt rep. Reported as they moved up the lead with configurations, pt felt down body in legs, but as they moved down the lead, pt felt therapy in chest and rib area, but therapy in lower back could not be achieved. Tss discussed continuing to try other programming configurations or talking to hcp about next steps if effective therapy could not be achieved.